Manufacturer narrative:
Correction d10. Concomitant medical products and therapy dates (excludes treatment of event) - fresenius dialyzer.

Event description:
A user facility biomedical technician (bmt) reported to fresenius customer service that the saline line that connects to the blood line came loose during patient treatment. There was blood loss reported as the blood could not be returned to the patient. Upon follow-up, the bmt confirmed the saline line connected to the blood line of the combiset came loose at the end of the patient¿s hemodialysis treatment, which breached the closed circuit of the combiset. There were no loose connections noted prior to the event, and no machine alarms occurred during treatment or prior to the event. The bmt was unable to provide how long the patient had been on hemodialysis treatment prior to the event. Windsor stated blood was not returned to the patient and the estimated blood loss (ebl) was approximately 250 ml. The bmt confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The complaint device was reportedly discarded and no longer available to be returned for physical evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer, and a physical evaluation could not be performed. However, a photograph of the actual sample was provided for review and it was confirmed the saline line separated from the saline ¿t¿ connector. The condition of the tubing and connector could not be determined based on the pictures received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed in accordance with the photograph received of the actual sample.

Event description:
A user facility biomedical technician (bmt) reported to fresenius customer service that the saline line that connects to the blood line came loose during patient treatment. There was blood loss reported as the blood could not be returned to the patient. Upon follow-up, the bmt confirmed the saline line connected to the blood line of the combiset came loose at the end of the patient¿s hemodialysis treatment, which breached the closed circuit of the combiset. There were no loose connections noted prior to the event, and no machine alarms occurred during treatment or prior to the event. The bmt was unable to provide how long the patient had been on hemodialysis treatment prior to the event. Windsor stated blood was not returned to the patient and the estimated blood loss (ebl) was approximately 250 ml. The bmt confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The complaint device was reportedly discarded and no longer available to be returned for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to fresenius customer service that the saline line that connects to the blood line came loose during patient treatment. There was blood loss reported as the blood could not be returned to the patient. Upon follow-up, the bmt confirmed the saline line connected to the blood line of the combiset came loose at the end of the patient¿s hemodialysis treatment, which breached the closed circuit of the combiset. There were no loose connections noted prior to the event, and no machine alarms occurred during treatment or prior to the event. The bmt was unable to provide how long the patient had been on hemodialysis treatment prior to the event. Windsor stated blood was not returned to the patient and the estimated blood loss (ebl) was approximately 250 ml. The bmt confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The complaint device was reportedly discarded and no longer available to be returned for physical evaluation.